Event description:
A device was returned for evaluation with customer stating the microintroducer sheath/dilator assembly is curved/bent. Additional information: the device was bent while attempting to dilate the insertion site on a patient. They likely felt added pressure. A new kit was opened for a new introducer. (B)(6) 2025: it was found during an investigation the dilator shaft was observed to be curved, and the sheath tip was observed to be damaged.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 3.5 fr galt microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. The dilator shaft was observed to be curved, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. The observed damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. The product IFU states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." This complaint will be recorded for future trending and monitoring purposes.